Event description:
A facility reported that the mayfield modified skull clamp (a1059) was loose. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted that the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to large starburst threads. New components were added to replace worn internal parts, and general maintenance and cleaning performed. Root cause -complaint confirmed via inspection of the unit. There was movement present in the lock and the unit required replacement of worn components due to routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.